Event description:
It was reported that this pacemaker was found to be operating in safety mode and the battery status was explant. Device replacement was recommended. The physician indicated that they plan to replace with a competitor device. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode and the battery status was explant. Device replacement was recommended. The physician indicated that they plan to replace with a competitor device. No adverse patient effects were reported. The device remains implanted. Additional information received indicates that this device was explanted and replaced with a competitive device. The date of explant was not provided. As of today, this device has not been returned for evaluation.